Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation, a 2.75x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, the stent was dislodged during pre-angioplasty preparation, while taking it out of the box and rinsing. No patient complications were reported.

Manufacturer narrative:
A stent was returned for analysis with a mandrel with a stent protector. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. Damage was noted to the entire stent with the most severely damage and stretching noted to the mid-section. The inner diameter (ID) of the returned stent protector was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the procedure was completed with another of the same device.